Event description:
It was reported that the atrial lead had high thresholds. It was further reported that the left ventricular (lv) lead dislodged during the elective explant of the right ventricular lead. The atrial and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID: 4076-52 lead, implanted: (B)(6) 2008; product ID: c154dwk ICD implanted: (B)(6) 2008.